Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what were the indications for surgery? What was the surgical procedure? What was the cartridge selection throughout procedure and number of each? Where was the location of leak? Was a leak test performed? How was the leak identified? How long after initial procedure did leak occur? How was the leak addressed? What is the current patient status?

Event description:
It was reported that after an unknown procedure the patient began leaking. Procedure had been completed with a single device and unspecified gst reloads that showed no issues during the procedure. The patient's current status was unknown.

Manufacturer narrative:
(B)(4). Additional information received: during a phone call with account, the risk manager indicated that he is aware of the procedure in question but stated they were not directly related to the surgical equipment and so he felt he had nothing to report. No devices were provided to him for investigation.